Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA the year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
It was reported the lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. Return of the suspect device was requested for evaluation.